Event description:
Internal affiliate reports the implanted spinal cage retropulsed into the spinal canal 5 weeks post op. Revision surgery was performed, and the cage was explanted.

Manufacturer narrative:
Depuy spine has been advised that the spinal cage was destroyed by the hospital and is not available for evaluation. The lot history record was reviewed for completeness during the release process to inventory. At that time, no discrepancies were noted for the products being accepted. Complaint trend analysis found no other complaints have been reported for this product code. No conclusions can be made at this time.